Manufacturer narrative:
Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Same case as MFR #: 2134265-2011-00387. It was reported that during preparation for a rotational atherectomy treatment procedure, a guide wire fracture occurred. The target lesion was located in a severely tortuous left anterior descending (lad) artery. During platforming of the 1.5mm rotalink burr, the mid portion of the rotawire guide wire fractured. The procedure was completed with another 1.5mm rotalink burr and rotawire guide wire. No patient complications were reported and the patient's status is good.